Manufacturer narrative:
The reported event of difficulty charging the ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The eterna ipg charged normally with a lab standard eterna charger. The ipg was functionally tested on automated test equipment (ate). All portions of ate testing passed.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2024-01779. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. During pre-op patient mentioned having difficulties with placing charger over ipg site, and having to remain connected over charging duration. As a result, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.